Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic liver resectioning. While resecting the liver, a cracking sound was heard from the handle of the device and it could not be closed comfortably. The firing was done on the vascular and liver tissue. The stapler was broken at the first usage while cutting the specimen. The stapler was able to fire. To correct the issue, the broken device was replaced. No patient injury or extension in surgical time. Patient status is alive, no injury.